Event description:
Additional information received indicates that the issue was resolved post op.

Event description:
It was reported that the patient developed an allergy near the ipg site. Surgical intervention took place on (B)(6) 2025 wherein the ipg was relocated to a new site to address the issue.

Manufacturer narrative:
Date of event is estimated. E1: reporter establishment name: (B)(6) hospital.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On further review if was determined that related manufacturer reference number:3006705815-2025-06629 was continuation of the reported issue. Additional information from related manufacturer reference number: 3006705815-2025-06629: it was reported that the patient developed an allergy near the ipg site again. As such, surgical intervention took place wherein the ipg was explanted to address the issue. Reportedly, there was less redness around the ipg site post op. Reportedly, the issue has been resolved.